Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One trabecular metal implant (tmtwb10), mount and screw were returned for investigation (images 1 ¿ 3). Visual evaluation of the as returned products identified signs of wear due to usage. Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event was performed. Components were determined to be stuck and could disengage only under application of extreme force. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices were being placed on tooth# 14 (universal) when the incident occurred. X-ray & picture evaluation, not provided. Appropriate documentation was reviewed. DHR review for the lot (1233000) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1233000) and no similar event or complaint was found. Based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K113753, k112160.

Event description:
It was reported that when placing the implant in the patients mouth, they were unable to remove the transfer mount from the implant therefore requiring that implant to be removed. Patient will not return for additional appointments. Tooth #14. Customer reports patient was not injured at all during the procedure and the procedure was completed using another device.